Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and exhibited noise on the right ventricular (rv) channel. The noise was oversensed. Technical services (ts) was consulted and determined the noise was due to movement from the patient. This rv lead remains in service and no adverse patient effects were reported.